Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). They tried to use heart string iii (lot:25150329) in bypass ope, the seal did not load according to the package insert, and the seal did not fit properly into the main body. In this state, it was determined that it was difficult to insert the seal into the blood vessel, so the product was abandoned. After that, another product was put out and used, and this time it was loaded and used without problems. The hospital did not report any patient effects.